Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned noise, oversensing, pacing inhibition and high out of range pacing impedance measurements. Another lead was implanted instead. No further adverse patient effects were reported.